Event description:
It was reported that (9) pcu assy fr case w/ keypad need replacements due to various key pad issues . Biomed stated key pads will not turn on , unresponsive key pad , system error code 110.6021. There was no patient involvement.

Manufacturer narrative:
Correction on initial report: b.4 & g.4 ((B)(6)2020).

Manufacturer narrative:
The customer reported complaint of the 9 keypads being replaced due to various keypad issues was evaluated. Five out of nine keypads were confirmed to have a faulty system on keys and nonfunctioning ac indicator lights. Physical inspection noted the keypads were in good condition with no issues observed. The front case/keypad assemblies was observed with signs of fluid ingress where the flex cable meets the circuit layer and broken traces. Test results identified that the ac indicator lights did not illuminate, and the system on key did not function after plugging in the power cord on 5 out 9 keypads. All other keys on the keypad were functioning as intended. The proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 11mar2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 04nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation

Event description:
It was reported that (9) pcu assy fr case w/ keypad need replacements due to various key pad issues . Biomed stated key pads will not turn on , unresponsive key pad , system error code 110.6021. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (9) pcu assy fr case w/ keypad need replacements due to various key pad issues. Biomed stated key pads will not turn on, unresponsive key pad, system error code 110.6021.